Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va088yg, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient is due to have a replacement surgery, which is not yet scheduled. Patient stated she was having surgery because her ins is getting old and her leads are messed up. The patient could not clarify what she meant by messed up, she just knows that her healthcare provider (hcp) said that they needed to be replaced. The patient stated that she was told that the leads were messed up maybe a month ago in december. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va088yg, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to see the practitioner assistant for a routine checkup of the device and was told the device was not working right and could stop working at any time. It is not the battery. The patient was not told the main cause and is waiting until the healthcare professional have an MRI compatible ins. No further patient complications are anticipated or expected as a result of this event.